Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: retained defibrillator lead extraction using laser sheath via internal jugular approach. Europace 2017 19: (iv83). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient that developed a pocket site infection after an implantable cardioverter defibrillator (ICD) replacement. During laser extraction, the patient's right ventricular (rv) lead fractured and fragmented. The article noted extraction difficulty of the lead resulting in using an alternative approach for removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.